Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the check clutch/plunger lever error was noted, thereby confirming the event. Visual and functional tests were performed on the returned device. The probable cause of the reported problem is worn out clutches and leadscrew. B3 - date of event: unknown; no information has been provided to date.

Event description:
Upon investigation of a medfusion 4000 syringe infusion pump, a high priority alarm check clutch / plunger lever was confirmed through logs. This might cause interruption of therapy if it were to recur. There was unknown patient involvement and unknown patient harm reported.